Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device would not interrogate and early end of life. The magnet rate was 80 ppm.